Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (6.8 mg/ml at 3.98 mg/day) and clonidine (680 mcg/ml at 398.32 mcg/day) via an implanted infusion pump. The indications for use included spinal pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient experienced withdrawal symptoms on and off since (B)(6) 2017. The patient was scheduled for a dye study on (B)(6) 2017, and the hcp was unable to aspirate the catheter via the catheter access port (cap). The dye study was aborted and the patient was referred to a surgeon for a catheter revision. The revision was planned, but had not been scheduled at the time of report. The pump was interrogated and logs were checked, and no alarms were found. The logs looked to be within normal limits. It was unknown whether any environmental, external, or patient factors may have led to the issue. The issue was not resolved at the time of report, and the patient's status was alive - no injury.